Manufacturer narrative:
Theconsole was received from the customer and an investigation regarding the returned device has been completed. Console logs were partially consistent with what was reported in the complaint. Instead of a controller error, instances of controller failure (epm1 sw corruption) alarms were observed in the logs. This is likely what the clinical staff meant to report as there were no controller errors observed in the logs. Console was tested and the controller failure was able to be reproduced while testing on an engineering lab bench. The issue resolved after troubleshooting with a known good impellatronic board. : the root cause of the controller failure was a corrupted epm firmware on the impellatronic.

Event description:
The complainant reported during preparation of an automated impella controller, a controller error was encountered. Consequently, the aic was replaced with no noted harm to the patient. No further details were provided.